Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "safety precautions handling and general precautions note ·do not bend (below 12cm) the endoscope soft parts, universal cords, or ultrasound connecting cables. Doing so may cause noise or damage the ultrasound image. ·do not bend the insertion site of the endoscope with strong force. Otherwise, the insertion section may be damaged. ·do not apply shock to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·do not hold the transducer when holding the insertion. Damage to the ultrasound probe may result in failure to visualize the normal ultrasound image." Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera ultrasound gastrovideoscope, having loose ultrasonic probe and missing ultrasound image. Upon inspection and testing of the customer returned device, the scope ultrasonic probe was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, ultrasonic probe loose, acoustic lens peeled, due to wear of angle wire, the play of up/down knob out of the standard value, adhesive on angle rubber detached, adhesive on angle rubber cracked, protector of universal cord on control section side scratched, objective lens cracked, and connecting tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.